Event description:
The pt's family member called to report that pt used the suspect device to check their blood glucose and pt obtained a result of 169 mg/dl. Pt then took their meds and later pt didn't look good. Pt was taken to the hosp and their blood glucose was 42 mg/dl upon arrival. Pt was given a glucose IV and fed. Glucose controls were used on the system and the results were unknown. The suspect device was replaced with new product and then authorized for return to the MFR for eval.